Manufacturer narrative:
(B)(4).

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during initial drain. The technical service representative (tsr) reviewed the alarm log and found the alarm. During troubleshooting, the hp stated that they were not sure if the line was fully primed before they connected. The tsr assisted the hp in ending therapy and advised the hp to start over using new supplies. There was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.